Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to low amplitude and t-wave oversensing. The patient was in distress and worried. Troubleshooting options were discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to low amplitude and t-wave oversensing. The patient was in distress and worried. Troubleshooting options were discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that, after the reprogramming, the system exhibited oversensing once again, this time due to myopotential oversensing. The smartpass feature was disabled. Troubleshooting options were discussed. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to low amplitude and t-wave oversensing. The patient was in distress and worried. Troubleshooting options were discussed. This system remains in service. No further adverse patient effects were reported.